Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, before crushing stones, it became unable to completely retract the wire inside the sheath. At the result, the device could not be reinserted into the bile duct. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly, no other anomaly or device damage was noted, and the basket was closed when it was inserted into the scope. The device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.